Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing what appears to be loss of capture (loc). There was no asystole as there is consistent rv chamber depolarization. High pacing thresholds were also observed. The patient was going to be taken to the clinic for full lead evaluation, possible reprogramming and chest x-ray. According to the field representative, the patient was brought into clinic and thorough testing was completed, confirming that everything was okay. It seems the automatic threshold tests struggles with the rv at times with this patient, so they reprogrammed to trend instead of auto to avoid the high pacing outputs. The clinic was keeping a close eye on this patient. At this time the rv lead has been explanted and a new, same model lead was implanted at the same procedure. No additional adverse patient effects were reported.